Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed a damage on the distal tip. No other issues were found during visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the lab system. Six pullbacks were performed and the image maintain stable during the process. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that device entrapment occurred. The 90% stenosed, 18x3.5mm target lesion was located in the moderately calcified left main trunk to left anterior descending artery. The distal side of the lesion was tortuous. A non-bsc stent was deployed and the opticross imaging catheter delivered for vessel observation. Afterward, when the physician tried to remove the opticross, the catheter got stuck in the stent strut. The stent was malapposed and the opticross had been delivered before post dilatation was performed. Another wire was delivered which changed the contact and the catheter was able to be removed. No stent deformation was noted and the patient condition post procedure was good.

Event description:
It was reported that device entrapment occurred. The 90% stenosed, 18x3.5mm target lesion was located in the moderately calcified left main trunk to left anterior descending artery. The distal side of the lesion was tortuous. A non-bsc stent was deployed and the opticross imaging catheter delivered for vessel observation. Afterward, when the physician tried to remove the opticross, the catheter got stuck in the stent strut. The stent was malposed and the opticross had been delivered before post dilatation was performed. Another wire was delivered which changed the contact and the catheter was able to be removed. No stent deformation was noted and the patient condition post procedure was good.